Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they went to the pool and forgot to take the insulin pump off. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.